Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. However, the assignable cause was not identified. The front bezel with uim (user interface module) keypad and all three phm (pump head module) keypads were replaced as a precautionary measure. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version is 6.13.92.

Event description:
This is a report of a colleague infusion pump with a failure code 507:320:018, which may have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no report of patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.